Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Age: (B)(6).

Event description:
It was reported that 18 hours into an infusion of d10w at an unspecified rate, the user noticed a leak onto the bed from a crack above the connection site to the posi flow. The patients¿ blood glucose went from 103 at 1223, to 38 at 1603. A d10w bolus was administered to raise blood glucose levels to an appropriate level. The event occurred in the nicu.